Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. Further evaualtion indicated that the test load was still connected during the reported incident. As a result, the root cause is likely due to use error. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device delivered inappropriate defibrillation energy. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device delivered inappropriate defibrillation energy. This issue is patient-related; however, there was no adverse event reported.